Event description:
After further review, it was determined to be not reportable as review of the sterile certs indicates the devices were sterilized per validated process / requirements.

Manufacturer narrative:
(B)(4). After further review, it was determined to be not reportable as review of the sterile certs indicates the devices were sterilized per validated process / requirements.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 32810502604, interchangeable humeral assembly, lot # 65942779. Catalog #: 32810504301, interchangeable ulnar assembly plasma, lot # 65579058. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : requested but not returned by hospital.

Event description:
It was reported that a patient had a primary surgery on approximately 2 months ago which was just washed out a month later was performed due to infection. The bearings were exchanged during washout. Attempts have been made and there is no further information at this time.